Manufacturer narrative:
Patient age at time of event is currently unknown as information was not provided. Patient sex at tie of event is currently unknown as information was not provided. (B)(4). The event is currently under investigation.

Event description:
During a fistulagram procedure, the valves on the device leaked. The patient did not require a blood transfusion and the physician was able to complete the procedure with this device. No harm to the patient and no additional procedures or intervention was required due to this occurrence.

Manufacturer narrative:
Investigation/evaluation: during the course of the investigation, a review of the complaint history, documentation, specifications, and trends of the product was conducted. Initial observations of the returned sheath noted the device was missing the stopcock. Dimensional verification confirmed the device had been manufactured per material specification. By occluding the device with hemostats, functional testing confirmed leaking up and around the silicone disc in the valve assembly. Destructive testing found excessive adhesive on the check flow valve body which prevented firm seating of the silicone disc allowing for a leak path. It was unlikely that the occurrence would lead to a serious adverse health consequence to the patient. We will continue to monitor for similar complaints.

Event description:
During a fistulagram procedure, the valves on the device leaked. The patient did not require a blood transfusion and the physician was able to complete the procedure with this device. No harm to the patient and no additional procedures or intervention was required due to this occurrence.